Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet infusion set (23" 6 mm steel contact detach) ran empty without the user realizing during a dinner meal announcement, resulting in no insulin delivery until supplies were changed with agent guidance and insulin delivery resumed; the daughter assisted with translation and support while the user remained coherent and active. Symptoms included hyperglycemia with a reported fingerstick of 500 and no other acute symptoms. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included customer service troubleshooting and education with successful supply change and restoration of insulin delivery. Investigation of this case revealed a lapse in insulin delivery due to an empty cartridge and infusion set management issue; the daughter¿s involvement was supportive rather than due to incapacity. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.